Event description:
A malfunction was reported with the code "malf 0," but there were no notable events leading up to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. As a corrective action, the customer was instructed to use multiple daily injections (mdi) as backup therapy and to return the malfunctioning pump using a pre-paid label provided by cts. The pump will be replaced, and all instructions were acknowledged by the caller.